Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported his insulin infusion device started beeping and displayed "77" on the screen. He stated, he changed the power pack battery and his device functioned properly. The patient stated, the batteries had been in use for over 2 weeks. When the reference number on the battery was checked, it was discovered the batteries were part of the recall. The patient could not read the lot number or expiration date of the batteries. The patient stated, he was aware of the recall. The patient was educated on how to tell whether he is using a corrected battery, and he stated he would dispose of all the recalled batteries. Replacement batteries were sent. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.